Manufacturer narrative:
(B)(4). Eval summary: the device was returned in good visual condition. Testing confirmed the short on the device when the jaws are fully or partially closed. The active rod insulation has been skived (insulation was scrapped exposing the active rod) under the pivotal area of the jaw. The damage has exposed the surface of the active rod and allows contact with the upper jaw. The exposed surface of the active rod allows contact with the upper jaw creating an electrical short and the replace device warning.

Event description:
It was reported that during an unk procedure, the device caused the replace light to illuminate. The surgeon also commented that prior to the replace light illuminating, the device did not seem to be sealing as well as it should. There was no mention of excessive bleeding. Another device was used to complete the procedure. There was no adverse consequence to the pt.